Event description:
The customer reported to philips that no co2 measurement was provided by the m1019a g5 gas module, as the patient was bein prepped for anesthesia induction (and surgery).

Manufacturer narrative:
It was also reported that the anesthesiologist was checking the placement of the endotracheal tube. The patient coded at this time. Note that no ECG monitoring was being performed when the event occurred. The customer stated that the device was not considered to be a contributing factor in the incident, and that it was considered that the incident may have resulted from patient reaction to the anesthetic agent being delivered. A service order was created and a field service engineer (fse) went to the customer site. When the fse arrived, the exchange gas module had been received, and the gas module involved in the incident had already been returned via the exchange process. Follow-up with the materials manager responsible for the gas module was performed, and the gas module error logs were obtained. A review of the gas module error logs does not show any device errors. This indicates that there were no problems with the functionality of the gas module at the time of the incident. The gas module was also evaluated at the facility, and was found to be operating within specified limits. Based on the available information, this is not being considered a device malfunction or user error. No further investigation or action is warranted.